Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The alert was delivered to the patient's physician. The device and lead remains in service. No adverse patient effects were reported. Additional information received confirming that there was an impedance measurement of zero; however, it returned to normal values. The other measurements were within range.